Manufacturer narrative:
Citation: del val et al. Fatal acute mesenteric ischaemia following transcatheter aortic valve replacement. Eurointervention. 2021 sep 20;17(7):588-589. Doi: 10.4244/eij-d-20-01015. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) -year-old male patient with extensive peripheral artery disease and severe aortic stenosis who underwent successful transcatheter aortic valve implant (tavi) with a medtronic 26-mm evolut pro bioprosthetic valve (unique device identifier numbers not provided). A few hours after the procedure, the patient developed progressive abdominal pain, nausea, and vomiting. Emergent abdominal computed tomography (CT) angiography revealed an occlusion of the superior mesenteric artery (sma) due to an eruptive calcified nodule protruding into the lumen. Of note, this calcified nodule was previously identified in the preprocedural CT, at the origin of the sma but without any flow compromise. Also, the CT disclosed a huge gastric bubble and distended transverse colon loops with thinning and abnormal enhancement of the bowel wall. The patient was referred for exploratory surgery which revealed an ischemic and dilated ascending and transverse colon without perforation. The ischemic segment was completely resected leading to a right hemicolectomy and end-ileostomy. Despite early surgery, the patient suffered progressive clinical worsening with multiple organ dysfunction syndrome and died three days after the tavi procedure. No additional adverse patient effects or product performance issues were reported.

Event description:
February 3, 2022 - additional information received from the physician/author provided: 1) the medtronic bioprosthetic valve did not likely cause or contribute to the patient's death, 2) device unique device identifier (serial number (B)(6)), 3) the valve was not explanted and was therefore not available for physical analysis, and 4) the patient's weight of 68.5 kg.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided unique device identifier numbers found no previous records. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.